Event description:
Describe event or problem: during a pacemaker lead implant, a section of the distal portion of a 10f peel away sheath separated, entering the pt. The lead and guidewire were in the sheath at the time. A 4.5 inch section of the sheath was surgically removed utilizing a right femoral venous snare approach. The portion removed from the pt appeared to have been stretched. The pt was reported to be in stable condition. The hosp's risk mgr dept has not released the product for analysis.